Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence, reportedly due to the device not working properly. Surgical intervention was performed, and the pump and balloon were replaced; during surgery, contamination by an unidentified material was found in the device. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.